Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s spouse reported via phone call that her husband was visited to the emergency room due diabetes ketoacidosis and high blood glucose (B)(6) 2019 at 5 am with the blood glucose of 446 mg/dl. The customer was treated with the long lasting insulin. The customer stated that they tried to deliver a bolus but it was not delivered. They tried to bolus the entire night but it was not working. The customer was advised to perform troubleshooting for the insulin pump but she declined and she was feeling well. The customer was confident that it was the insulin pump. The insulin pump will be returned for analysis.